Manufacturer narrative:
The reported oad and guide wire were returned for analysis. The oad was fractured, and the fractured segment was engaged on the guide wire. Driveshaft filar fractures were observed. Scanning electron microscopy analysis of the fractures showed evidence of fatigue. It is hypothesized that the driveshaft was pushed and buckled while spinning, leading to a tight bend and eventual fatigue fracture, however this is not confirmed. The exact root cause of the fractures is unknown. When tested, the oad spun on all speeds and functioned as intended. No damage was observed on the guide wire. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for treatment of a severely calcified, 90% stenosed lesion in the right coronary artery. There was approximately 90 degrees of tortuosity proximal to the lesion. After the fourth distal to proximal treatment, the driveshaft fractured. A guide liner that had already been in use was used to remove the oad fragment with the guide wire. The procedure was completed with no additional adverse events reported. The patient condition was good following the procedure.